Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device received with cracked battery tube threads, cracked reservoir tube lip, stained address or serial number label and broken belt clip slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the act button was harder to press while priming and there was a crack near the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.